Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. Unable to perform selftest, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor position encoder alarm due to motor anomaly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error alarm. Customer experienced high blood glucose at the level of 567 mg/dl at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.